Manufacturer narrative:
Correction: after secondary review of this file performed on 12/13/2019, it was decided to remove material discoloration add code device contamination, to more accurately capture the reported event. On 12/18/2019, the photo investigation was completed. Device investigation summary: upon visual inspection of the picture provided, the sample was observed to have some brown particles. The photos do not provide enough evidence to determine their origin. Hands on analysis should provide the evidence necessary to confirm any failure. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: discoloration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent breast reconstruction with 550cc mentor cpx 4 breast tissue expanders. During the upgrade procedure to breast implants, it was discovered that one of the expanders was discolored and filled with what appeared to be blood.